Event description:
Medtronic balloon malfunctioned (broke) in guide catheter, in patient. Guide catheter removed with broken balloon inside guide catheter.======================manufacturer response for nc quantum apex-monorail, (brand not provided) (per site reporter).======================rep was present.